Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose (bg) level was "high"; although a specific value was not given. Customer address their bg with a correction bolus via pump. A replacement pump was sent to the customer to resolved the issue.